Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it failed to advance through the guide catheter. When the device was pulled back out by the shaft and removed, it was noted that the catheter snapped into two pieces. No patient complications were reported.